Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that: it was reported by the patient that he had a ceramic on ceramic left hip replacement done in 2003. Ever since the surgery he had been experiencing pain and heard a squeaking noise. Patient had a revision surgery done on (B)(6), 2005 and still continues to experience pain. Patient went to see a specialist and was told that he may have some debris left in his hip area. Patient revision was done by dr. (B)(6) at (B)(6).